Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional product codes: mni, mnh, kwp, kwq. (B)(6). A review of the device history records has been requested. The production documents of the objected pangea screw were checked but no deviations were found. We also don¿t have any other complaints regarding this lot. Due to the submitted information we are unable to determine the exact cause of the event. We can only assume that the gold colored sleeve got twisted when screwing in the screw. This could result in the head removing and -or the rod not being straightly inserted. In our efforts of ongoing product improvement we initialized an internal corrective action in order to prevent this event from happening again. No product fault has been identified.

Event description:
After inserting the screw the 3d head of the rod structure loosened without any applied force from the screw. The screw was replaced the surgery completed successful. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition.